Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 40 mg/dl. The customer reported that they treated low blood glucose level with food. The customer received a low alert while changing the reservoir. The customer declined troubleshooting. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.